Manufacturer narrative:
An event of premature separation and device embolization was reported. Abbott requested for operative notes and imaging of the procedure, but this was not provided by the site. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not conclusively be determined.

Event description:
It was reported that on 12 march 2024, a 16mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing an 12f torqvue delivery system. Laa landing zone was 9x14mm determined via transesophageal echocardiogram (tee). During the procedure, the delivery cable prematurely detached immediately after being unsheathed causing the device to embolize into the left atrium. The device was attempted to be retrieved via a transcatheter snare, but this pushed the device into the left ventricle and then the descending aorta. The device was then able to be retrieved. There was no obstruction of blood flow. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. The retrieval was considered an emergency procedure. There was a delay that resulted in no patient consequences. No replacement was implanted.